Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring power error detected alarm. Customer's blood glucose was 222 mg/dl at the time of incident. Customer called back due to recurring power error detected alarm received. Power error detected troubleshooting was performed and completed during the initial call. Customer was advised that the insulin pump is being replaced and is expected to return for analysis.